Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the bolus history could not be confirmed or duplicated during testing. A normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. There was no defect found on investigation.

Event description:
It was reported that several days- bolus doses were not found in the pump history. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.